Event description:
In 2008, patient reported receiving a burn on his left hip after therapist applied iontophoresis treatment. Patient is unaware of the drug used during the treatment. Patient sought medical attention for pain and swelling and was prescribed clobetasol prop 0.05% cream 15gm. Patient still has a mark in the shape of the treatment patch on his hip.